Manufacturer narrative:
Iridex concludes that the root cause of these reported scleral burns is most likely a g-probe tip that became contaminated with pt tissue resulting in high absorption of laser energy at the interface of the g-probe tip and scleral surface. The ensuing elevated tissue temperature resulted in a burn to the scleral surface. Repeated applications of the contaminated g-probe resulted in multiple scleral burns. The potential occurrence of this condition and its associated pt risks are described in the iridex g-probe operator manual. In conclusion, iridex does not find any evidence of a long term pt injury associated with this event. Scleral burns created during tscpc typically heal without incident and with no effect on pt vision. Still, it is possible that this injury could have been further reduced with closer adherence to recommended treatment techniques supplied in the g-probe operator manual. Therefore, an add'l copy of this document will be shared with advocate health for their future reference. No further action is required at this time.

Event description:
Report number mw5055281 was submitted to the FDA by (B)(6) on (B)(4) 2015. It describes an event that occurred on (B)(6) 2015 involving a pt injury with the index g-probe transscleral laser handpiece, model #11256-1. Index first learned of this report upon receipt of a copy of it from dhhs by (B)(6) on october 19, 2015. Mw5055281 states: the laser tech performed a "test fire" with the laser machine and disposable laser probe before the pt entered the room. Once the case begins, md begins using the laser probe and says that the laser probe is making visible burns on the sclera. The probe is switched to a new one (different lot number), it works correctly, and is used to finish the case. Subconjunctival dexamethasone and antibiotic ointment are administered. Iridex contacted (B)(6) by email to request add'l info regarding pt's status and procedure details. After sending three such requests, iridex received the response from (B)(6) on november 9, 2015. (B)(6) could recall info requested in unanswered question. These replies establish that pt was receiving transscleral laser cyclophotocoagulation (tscpc) with the iridex g-probe for treatment of glaucoma. This tscpc procedure was performed by an experienced doctor. The ocular surface was not moistened or irrigated during treatment. It is not known whether this eye had ever received prior surgical procedures such as cataract extraction, vitrectomy or trabeculectomy. Treatment resulted in multiple partial thickness scleral burns. These burns were treated with topical medications after completing the cyclophotocoagulation procedure with a second g-probe. No further treatment of this pt was necessary on the day of surgery. (B)(6) was not aware of the current condition of this pt or of any add'l related treatments that were administered to this pt by (B)(6) at a later date.